Manufacturer narrative:
Cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for perforations during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent perforations, and careful manipulation of devices. In this case, the exact cause of the pulmonary artery perforation during the tricuspid valve replacement procedure cannot be confirmed. Procedural factors (manipulation of multiple wires) likely contributed to this event. The edwards sapien 3 transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien 3 valve in a pre-placed pulmonic stent is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien 3 valve in this scenario.

Event description:
As reported, during a transfemoral transcatheter valve in annular ring procedure in the tricuspid position, the patient had left pulmonary hemorrhages (thought to be from multiple wires needed during tavr and a concern that a pulmonary artery may have been perforated by a wire) requiring multiple bronchoscopies; bleeding was resolved. The patient was unable to be weaned from the ventilator and a tracheostomy was performed. The patient also had a positive sputum culture and was started on antibiotics. The patient was discharged on postoperative day 25 to an acute care facility with the trach still in place. Additional information received by the hospital medical records indicated that initially due to the enlarged right atrium and distorted tricuspid annular anatomy, access into the right ventricle and the pulmonary artery proved very difficult. With significant effort, a lunderquist wire was coiled in the rv apex, allowing enough support to position the 29mm sapien 3 valve across the tricuspid annulus and was deployed while temporary pacing at 30bpm. Post deployment of the thv, tee demonstrated severe tricuspid regurgitation; the majority of the valve appeared to deploy, but was position ¿outside of the annular ring¿ causing significant regurgitation through the native as well as the prosthetic valve. The regurgitation was attributed severe residual annular (native valve) leakage; thus the annular flow was attempted to be occluded and improvement was observed within the valve. Several catheters and wires were tried in order to close the peravalvular orifice; however, any advancement of the catheters resulted in wire prolapse. Finally a lunderquist wire was able to be advanced and a 10x40 powerflex balloon was used to attempt annular orifice occlusion; however, it was too small for complete occlusion and there was no change in degree of regurgitation. This was exchanged for a 46mm cook coda balloon, but upon inflation, the balloon and wire prolapsed in the ra. Considering substantial procedural time and radiation exposure, the decision was made to defer further attempts to close the peravalvular leak. Note: this report pertains to the pulmonary vessel perforation.